Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the customer comment of upper and lower case being broken. Analysis also found that the battery drawer was broken and the battery release, lead flex cover, release spring and battery flex were contaminated. It was also noted that one side bail and the ring were missing and the two side bail covers and ring cover were broken.

Event description:
It was reported the case is cracked and pulls apart. The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.